Manufacturer narrative:
Pro codes: fqh (lavage, jet) and fro (dressing, wound, drug). Photo and physical samples were received for evaluation. The returned complaint samples were visually inspected at becton dickinson. The cracks with the surgiphor containers were observed to all occur at the same general location. All of the complaint samples had a crack on the same side of the surgiphor container, near the embossed ¿s¿ of ¿surgiphor¿ at the top or bottom of the container. More specifically, the crack is always present at the upper edge or the lower edge of the area designed as a hand grip. These complaint samples were then evaluated using computerized tomography (CT) scanning. The CT testing demonstrated that cracks within the surgiphor container was observed to occur in the same general location of the container. The lot device history records were reviewed. All process and final inspections meet specifications. A CAPA has been opened for this issue. An in-depth investigation as part of that CAPA has been performed to identify the cause of the surgiphor bottle cracking during use. At this time this investigation discovered that the combination of the following variables are probable causes that contribute to the failure mode of surgiphor containers cracking during use: aging, bottle wall thickness/bottle weight, inspected product returned into the manufacturing lot, and upper end of the gamma sterilization dosages of the product. A follow-up will be sent if additional information is received.

Event description:
Surgiphor bottles busted during tka. No impact to patient.